Event description:
It was reported that the patient was unable to adjust stimulation for the past 3 months. The patient was unable to get the device to communicate. After additional review, it was reported that the stimulator itself does not come on. The patient received a question mark when trying to turn the stimulator on. It was later reported the programmer would not do telemetry with or without the antenna. There was no indication of patient harm or defective product. It was further reported that the patient was unable to adjust stimulation. After additional review, it was reported that ¿still was not working¿ when new programmer was tried and the patient saw the poor communication screen.

Manufacturer narrative:
Product event summary #(B)(4), programmer: reviewed and confirmed / updated rfr, hazard, cause and psc codes. Follow up was not conducted because the request for the return was made by rpl. The programmer was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the programmer is inconclusive because of insufficient event information. Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).